Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating, and the drawer was failed. Tried reboot but failed. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1.10 failed and was not recovered. A field service engineer identified that the ribbon cable connected to the engine was damaged. Replaced the affected unit to restore functionality. The system functioned as intended after the field service engineer repaired the device.